Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up and down arrows began sticking around (B)(6) 2012. The reporter said the buttons were still responsive. The reporter stated that the keypad was intact and no physical damage or signs of moisture damage were evident. The reporter claims the pump was carried in a pocket and was not cleaned. The reporter said a skin was used on the pump. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up and down arrows and contrast keypad buttons were intermittently unresponsive, would stick, and required multiple button presses to elicit a response. The ok keypad button responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.